Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the needle break into 2 pieces during use on patient? No. Or did the whole needle separate / pull off / detach from the suture thread at the swage location? Yes. Or was the needle noticed to be broken/damaged/detached before use on patient? No. If event occurred during use on patient- did the needle or needle piece fall into patient? Unk. If yes, was it removed? Na. And how? Na. Any patient consequences / ae outcome as a result of the event? Nothing mentioned by the hospital. Any medical / surgical intervention done on patient due to the event report? Nothing mentioned by the hospital. Was initial procedure completed successfully? And how? Yes, with same like product.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the needle detached from the suture. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/5/2019. Evaluation: actual sample evaluation: a failed suture needle, was submitted for fractographic evaluation. The component was identified to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations, in order to determine the fracture mode. The evaluation revealed the fracture was intergranular, which is evidence of a brittle failure. This was a non-ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The needle exhibited amounts of intergranular failure. Unopened/representative samples: an opened box with 11 unopened representative samples of product were returned for analysis. During the visual inspection of 11 samples, no defects were found on the packages. The samples were opened and the needle of the sample (#5 in tray) was detached from the suture due to the swage area was cracked resulting in a needle pull out defect; however, during the handling of the needle one side of the swage area was broken. The swage and attachment area of the other 10 needles were examined under magnification and crack barrel on 8 needles were observed; only in 2 needles the swage and attachment area were as expected. A functional test was performed and 9 samples the pull force were above the minimum requirements, but in 1 sample the pull force didn¿t meet with the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to condition of 2 samples, the assignable cause of performance pull off suture needle is pull out defect due to a crack barrel. Per condition in 9 samples no performance pull off suture needle were found. However, in 7 needles a cracked barrel defect was observed. The assignable cause of the crack barrel cannot be concluded, and an additional evaluation is necessary. The sample will be forwarded for further evaluation to determine the failure mode. Further analysis performed on needle of unopened/representative sample: a failed suture needle, was submitted for fractographic evaluation. The component was identified to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of both microvoid coalescence and intergranular fracture. This was a mixed mode fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The needle fractured due to a mixed mode failure. The needle exhibited amounts of ductile and non-ductile features. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
Product complaint # pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.